Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with an a1c increase from 7.5 to 8 and a post-breakfast blood glucose of 360 mg/dl despite a meal announcement, and the caregiver also reported episodes of highs and lows unlike prior pumps; review of available data suggested elevated glucose trends with some missing entries, and a potential infusion set issue such as a kinked or bent cannula was discussed. Symptoms included hyperglycemia. Outcomes included the need for clinical support and product technical assistance. Investigation included a review of available device and glucose data and customer interview. Investigation of this case revealed no confirmed device malfunction, with a potential infusion set or use-related issue considered. It was concluded that the cause of hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.